Event description:
Leaked oil into surgical site during a craniotomy. Excessive oil was noted prior to surgery and motor was wiped off prior to use. Excess irrigation was used to flush the surgical site. There was no patient impact reported.